Event description:
It was reported that during a mastectomy procedure, the clips when applied, were described as, cutting the vessels rather than ligating. Three devices used all did the same. The procedure was completed by a traditional cut and tie method, manually suturing the vessels. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.